Event description:
A pt was positioned in an a 1108 triad skull clamp using the mayfield adult disposable pins (a1072) for a posterior fossa decompression. Thirty minutes after being clamped, but before any incision was made, a shift in the pt was noticed. There was no laceration or any other injury, but the pt was repositioned before proceeding.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported info.